Manufacturer narrative:
The returned device was evaluated and the investigation found a small rip in the exposed portion of the soft cannula near the tip. The data does not show the pod struggling to deliver insulin and the customer does not report any adhesive wetness or insulin leaking. It is likely that this occurred post use upon removal, but insulet cannot confirm this. The remainder of the investigation did not find any other defects or deficiencies that would of contributed to the customer¿s report of high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 26.5 mmol/l (478 mg/dl) while wearing the pod between 4 and 24 hours on the leg. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased.